Event description:
It was reported that a patient who underwent primary breast augmentation with a 560cc mentor smooth round high profile saline prosthesis experienced right sided deflation post procedure. The patient also experienced discomfort on the left breast post procedure. The left breast implant was placed at a later date as a part of a breast augmentation revision on that side and is an unknown mentor saline prosthesis. Both devices were explanted and replaced. The right sided event was reported initially under 1645337-2025-04812. On september 18, 2025 mentor received additional information and initial awareness of bilateral issues.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast pain. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).